Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the stent delivery wire was kinked, and the stent deployed prematurely during use. Functional testing could not be performed as the stent was not returned. Additional information indicates no damage was noted to the device packaging. It is likely that the stent was deployed prematurely during use and deployment was not noted. A most probable assignable cause of handling damage will be assigned to the reported and analyzed event, as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
During the analysis of the returned device, it was revealed that the stent was deployed prematurely during use. No clinical consequences reported to the patient.